Event description:
It is reported that upon opening the stem, the surgeon stated that the packaging was compromised. A new stem was then opened and that packaging was compromised as well.

Manufacturer narrative:
This report will be amended when our investigation is complete.